Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) as they saw a red call doctor icon on their remote communicator. Further investigation was performed, and it was found that this device had revered to safety mode operation. Ts referred the patient to the hospital for an emergent device replacement. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) as they saw a red call doctor icon on their remote communicator. Further investigation was performed, and it was found that this device had revered to safety mode operation. Ts referred the patient to the hospital for an emergent device replacement. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported. The device was explanted and returned for analysis.

Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) as they saw a red call doctor icon on their remote communicator. Further investigation was performed, and it was found that this device had revered to safety mode operation. Ts referred the patient to the hospital for an emergent device replacement. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported. The device was explanted and returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) as they saw a red call doctor icon on their remote communicator. Further investigation was performed, and it was found that this device had revered to safety mode operation. Ts referred the patient to the hospital for an emergent device replacement. At this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported. The device was explanted and returned for analysis.